Event description:
The customer reported a displayed communication error and subsequent lock ups. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The output of power supply ps1 was adjusted to reflect 5.2vdc on the fluoro functions pcb. The system was tested and found to working as intended and returned to service.